Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for leakage & difficult/unable to operate. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, leakage & difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage & difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was leaking. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer administered incorrect dose, the needle was leaking. The dose and frequency were not provided. It was reported that whenever he injected himself and pulls the syringe out, the teriparatide medicine drips out of the needle. It was described, the needle was dripping three to four times from the needle he then it was dripping more than that he did not sit there and let it all drip out. He changed the needle and the moment he put the needle on it began to drip right out of the needle and it was not charged. Then he replace the needle the minute he put the new needle on the device was still locked down its not primed. It starts leaking out the end with a new needle this was the third device that this had happened. He pressed the dose knob in for a count to 20 seconds instead of five, but it still happens each time. He felt if he leaves the needle in the injection site for 20 seconds that it was leaking out more medication that it was suppose to because its continually leaking. He pulled it out of the injection site and it was still leaking. So he changed the needle while black injection was still down and it was still leaking out of the needle. He was using the needles that the specialty pharmacy had sent him with all three devices. He had discarded the other two devices. On (B)(6) 2020, he had a bone scan done and there was no difference in the bone improvement. He expressed frustration in regards to the customer service he received. He ought to pursue legal repercussion given how expensive the product was and it did not work. He was using bd diabetic needle 31 g, 5 mm. He discarded the two other teriparatide devices. He was in the biomedical field and he knew how the product works. He expressed concerned about getting the correct premeasured dose if the device still drips after the injection (incorrect dose administrated). The first and second week, the plunger was hardly moving, but on the third and fourth week he stated that it moves fast. He missed a dose because of issues with his insurance. He could not afford the medication the first year and he was over paying but he was been on teriparatide for a total of four months (conflicting information) .the information regarding corrective treatment and outcome of events were not provided. Teriparatide treatment status was unknown. The operator of the device was patient and his training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken with suspect device was unknown and its return status was not expected.